Event description:
Cortrak duodenal feeding tube was being re-inserted following a transesophageal echocardiogram (tee) in to a patient who was orally intubated, vented, and whom had a known, large, hiatal hernia. After placement, an abdominal film was ordered to verify placement; it was noted to be "elongated" on the x-ray. A second abdominal film was ordered with a lateral view and dye introduced. Results supported gastric perforation; patient was taken to the operating room for an exploratory laparotomy. Duodenal feeding tube was found to have perforated the stomach at the greater fundal curvature. Puncture was surgically repaired.